Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty connecting the usb cable into the usb port resulting in intermittent issues with charging the pump battery. The customer's blood glucose level ranged from 80-120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.